Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Failed total hip. Head stem disarticulation. Resulted in revision of the stem, head and liner. Djo expert stem was used. Update 16-jul-2018: patient's hip was revised due to disassociation of the head from the stem. Trunnion wear noted to a degree that the stem was revised. Metallosis was reported, with the presence of some (not a great degree of) black tissue observed. Ion levels not reported. Shell was well fixed and well positioned and was not revised.